Manufacturer narrative:
Follow-up #1: date of submission 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: during investigation, the battery cap and a test cap attached securely to the pump. The pump did not power on due to internal moisture that was visible behind the display lens. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture throughout the pump. Unrelated to the original complaint, the battery compartment was cracked at the threads above the bumper, and at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.